Manufacturer narrative:
(B)(4) date sent: 10/20/2020 d4: batch #u5ae4d investigation summary the analysis found that one ec60a device was returned with no apparent damage and with one gst60b reload loaded in the device. The reload was received partially fired 1/16 and with damage on cartridge deck, due to a plastic piece stuck on the cartridge deck. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications. The device opened and closed without any difficulties noted. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled to ensure that no hard obstruction, such as a clip, is included with the tissue inside the jaws. Please reference the instruction for use for more information. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Attempts are being made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during surgery for acute intestinal obstruction,could not fire on the third firing with ec60a and could not open the jaw. Used knife reverse button but would not work. Opened the jaw manually with big force. Changed to new one to complete surgery. There was no patient consequence reported. No additional information can be provided.